Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The IFU also provides recommendations for proper selection of graft size based on pt's specific vessel diameter. The failure mode assigned to this case is "lumen, obstructed." This failure mode was determined after review of the provided event evaluation. A definitive root cause can not be determined or reported at this time. However, the pt's anatomy could have been a contributing factor to the obstructed lumen. If additional information becomes available that alters the scope or findings of this investigation, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints. Quality engineering risk analysis (qera) was updated as a result of this complaint. No additional actions required at this time.

Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair. The pt's right access route was approx 6mm. The procedure was consisted of a main body and 2 iliac leg grafts, and was completed without problem. On (B)(6) 2010, the pt visited the hospital due to leg pain. Pta was performed urgently because CT angiography revealed that the right iliac leg graft was occluded. The occlusion was solved by placing two bare stents after kissing ballooning. The pt was doing fine after the procedure.